Manufacturer narrative:
Per the user guide: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. Insulin delivery: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm occurred as the customer had not interacted with the pump. Customer¿s blood glucose (bg) was 555 mg/dl and ketone level was high. A bolus was delivered and water was consumed to address bg. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Intravenous drip was administered. Elevated bg/ketones were resolved. The next day, customer had resumed pump therapy. Bg elevated (value not known) and ketone level was considered as being dangerous. Intravenous drip was re-administered, and customer reverted to using manual insulin injections. Contact alleged the cause of event was due to the pump. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support, contact did not reply.